Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a black screen. The customer's blood glucose was 10 mmol/l at the time of incident. The customer stated that nothing was possible anymore. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No full segment or blank display noted. The insulin pump was received with normal operating currents. No damage was found on the lcd isolation tape during our visual inspection. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.